Event description:
According to the reporter: the patient's wound opened after a few weeks of surgery. The sister said the patient is a heavy smoker and over weight. The complaint was only reported recently because there were several cases relating to this one. So the dr. Requested that we investigate that is this related to the product or is it the patient.

Manufacturer narrative:
(B)(4).